Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone- (B)(6).

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear, and prior to discharge, the patient experienced a small thrombotic stroke. A branch retinal arterial occlusion was diagnosed immediately post-procedure via fundoscopy, which caused partial loss of visual field in a very small area, though the transesophageal echocardiography (toe) performed while the patient was on the table appeared to be clear. Overall visual acuity had been preserved though. The patient had atypical facial symptoms but was sent home. Two days later the patient came to the emergency department (ed) for review after experiencing patchy sensory loss and slight loss in hand grip strength. A computed tomography (CT) scan was performed along with magnetic resonance imaging (MRI), both of which showed normal findings. The patient was discharged to the transient ischemic attack (tia) clinic as an outpatient and was doing well. No residual neurology was reported apart from the partial loss of visual field. The device is not expected to be returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone- (B)(4). Investigation summary: based on the available information, although the product was not available to be returned, we have determined that air embolism, hypoxia, cardiac arrest, and allergic reaction are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of loss of vision and weakness are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Loss of vision and weakness are considered within the risk threshold of embolism and vessel occlusion is considered within the risk threshold of vessel trauma. Embolism, vessel trauma, and cerebral vascular accident (cva) are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear, and prior to discharge, the patient experienced a small thrombotic stroke. A branch retinal arterial occlusion was diagnosed immediately post-procedure via fundoscopy, which caused partial loss of visual field in a very small area, though the transesophageal echocardiography (toe) performed while the patient was on the table appeared to be clear. Overall visual acuity had been preserved though. The patient had atypical facial symptoms but was sent home. Two days later the patient came to the emergency department (ed) for review after experiencing patchy sensory loss and slight loss in hand grip strength. A computed tomography (CT) scan was performed along with magnetic resonance imaging (MRI), both of which showed normal findings. The patient was discharged to the transient ischemic attack (tia) clinic as an outpatient and was doing well. No residual neurology was reported apart from the partial loss of visual field. The device is not expected to be returned for analysis.